Event description:
A pt had shoulder repair surgery done about a year ago. Anesthesiologist used the device to numb the shoulder. The shoulder is still numb. Pt is not sure if the device was an experimental device. Hosp did not bill the health insurance co.